Event description:
Related manufacturer report number: 1627487-2023-04027. It was reported that both of the patient's extensions had high impedances. Surgical intervention was undertaken wherein the extensions were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.